Event description:
Additional information received on 5/29/2025 for a report# mw5168089 to correct the manufacturer and the procode.

Event description:
Additional information received on 4/28/2026 for report mw5168089 to correct the brand name of device to wise crt.

Event description:
Wise battery change for premature depletion secondary to faulty generator. Following generator change battery depleted within 2 weeks. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).